Event description:
Ligasure machine not working properly. Circulator and surgical tech stated that surgeon was using the valley lab unit when it began alarming and displayed "overloaded." When that occurred, circulator got a back-up machine and surgeon resumed working. Valley lab force triad has been tagged and sequestered at biomedical engineering. Awaiting risk to release for testing/repair. It was recommended the unit be sent in for further investigation. Update: unit came back from vendor and unit returned to service.